Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 8:30 pm after the end user alleged that he has received higher than normal blood glucose readings from his prodigy diabetes meter. The end users speech was slurred and he was incoherent accompanied with a blood glucose reading of 100mg/dl. The paramedics were called and upon their arrival a blood glucose test was performed with their meter and the result was 40 mg/dl. An additional blood glucose test was performed with his prodigy meter and the result was 71 mg/dl. The paramedics administered treatment to assist in stabilizing his blood glucose level, but the end user could not recall as to what was given. There was no reasoning for transport to the ER. No additional details were provided in regards to this medical event.